Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was wet. The lot number of the infusion set was not provided. No adverse event was reported. The infusion set will not be returned for investigation.